Event description:
Event description guidant received information that the cardiac resynchronization therapy defibrillator (crt-d) and chronic lead system was oversensing noise on the ventricular rate/sense channel resulting in inappropriate shocks and pacing inhbition. All lead measurements are within normal limits. The physician was unable to recreate noise with non-invasive maneuvers. An invasive procedure was performed, during which all setscrew connections were found to be sound and the seal plugs were found intact. Three inches of the chronic 0148 lead were viewed and no anomalies were noted.